Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the pump was fully submerged in water. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.